Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys toxo igg immunoassay results from 2 separate samples (sample a and sample b) from the same patient tested on a cobas 6000 e 601 module compared to the results from a competitor's system. The competitor's system was believed to be an abbott. For sample a the initial toxo igg result from a cobas e601 was 119 iu/ml, positive. The initial result was released to the doctor but was questioned. The patient sample was tested in another laboratory using a competitor's system and the toxo igg result was negative. For sample b that was collected on (B)(6) 2018, the initial toxo igg result from a cobas e601 was 118.6 iu/ml, positive. The same sample was retested and the initial result was confirmed, no specific details provided. The cobas e601 serial number was (B)(4). It was noted that the customer was not following the calibration and qc testing frequency recommended in product labeling. The investigation is currently ongoing.

Manufacturer narrative:
The most recent calibration and qc results were acceptable. A sample from the patient was submitted for further investigation and te customer's reactive toxo igg results were reproduced. The sample was confirmed positive for toxo igg using recomline blot assay method. It was determined the reagent was performing within specifications.